Event description:
It was reported that high lead impedance was observed. The svc coil has been programmed off. Patient is being monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.